Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, b.7, d.6b, h.6.

Event description:
A CT scan confirmed intracapsular rupture. Physician observed "complete rupture" during surgery. The device has been explanted and replaced.